Manufacturer narrative:
Pulse generator analysis was normal. The device was in use past the elective replacement indicator, which was triggered by normal battery depletion. The low battery voltage was the cause of the device reset.

Event description:
It ws reported that the pulse generator exhibited backup vvi operation and was not pacing. The patient's heart rate was 48 beats per minute. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.